Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2012 with a bifurcated device and a suprarenal aortic extension. Upon follow-up, computed tomography revealed a type 3a endoleak with sac growth. Patient had a secondary procedure completed on (B)(6) 2016. The physician repaired the leak by implanting an infrarenal aortic extension.

Manufacturer narrative:
Based on the clinical evaluation type iiia endoleak was not confirmed there was evidence to support a type ii endoleak. Event is not a design or manufacturing related issue. The root cause is inconclusive, there is not enough information to determine the root cause of the type ii endoleak. Potential contributing factors include patent lumbar arteries.